Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer.

Event description:
It was reported the device exhibited a system fault 41.541-2003 error in pca mode. Patient involvement is unknown.

Manufacturer narrative:
D9: product received date 6-dec-2023. H3: one device was returned for repair with complaint of error code 41100. No history of repairs within last 12 months. Visual evaluation found worn downstream occlusion (dso) seal, and scratched lcd lens. The reported problem was not duplicated, error code 41100 was not present. Error code 41541 was present, and the customer probably communicated incorrectly. Most probable root cause is inoperable latch lock flex sensor. After repair the device passed all functional tests.